Event description:
A customer reported encountering an unspecified error message with the adc device. Due to this, the customer was unable to obtain readings and felt "out of it" and was provided with chocolate milk and egg sandwich by a third-party for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported device was returned and is currently in process of investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The reported meter has been returned and investigated with retained test strips. Visual inspection has been performed on the returned meter and no issues were observed. Control solution testing has been performed and all results were within range specification. No error message was observed. No malfunction or product deficiency was identified. Therefore, issue is not confirmed. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release.

Event description:
A customer reported encountering an unspecified error message with the adc device. Due to this, the customer was unable to obtain readings and felt "out of it" and was provided with chocolate milk and egg sandwich by a third-party for treatment. There was no report of death or permanent injury associated with this event.